Event description:
It was reported that: "an 80-year-old female patient diagnosed with an anterior communicating aneurysm that has grown in relation to a previous study, underwent endovascular occlusion of an intrafranal lesion. The physician advances the system in conjunction with a benchmark 6fr catheter and a select 5fr catheter, successfully catheterizing. He then uses a headway 17 microguide with a hybrid1214da 0.014 guidewire. As the doctor is ascending, he asks why the guidewire is so short, wondering if we have shortened it, as it is touching the hub of the microcatheter. Concerned, he removes the microguidewire from the system and notices that it has detached from the transition where the 0.12 (30mm) guidewire begins. The physician then proceeds to search for the remaining portion, which fortunately is inside the benchmark catheter. He then removes the system and extracts the distal portion of the microguidewire (0.12) that has broken off, and proceeds to restart the procedure. However, he mentions that it's strange for this situation to occur and that it's best to report the incident that happened with the microguide, so both parts are being repackaged for review.." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference # (B)(4) conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all-post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market, which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.